Manufacturer narrative:
(B)(4) date sent to the FDA: 1/27/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 additional information received: after investigation, the patient underwent laparoscopic giant myomectomy + left salpingectomy + right tubal ligation + pelvic adhesiolysis + abdominal drainage + difficult lower loop on (B)(6) 2022. The operator used the sa86g for wound suturing (specific sewing tissue level unknown) during the operation. The suture broke during the sewing. The operator then replaced a new suture of other brand to continue the sewing. The subsequent operation went smoothly. At present, the patient has been discharged smoothly, and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2022. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. -no.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the wound . Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.